Event description:
The company was made aware that the patient's internal magnet had migrated after bumping the implant site during a fall. Surgery to replace the patient's internal magnet was performed. The patient is being monitored.